Manufacturer narrative:
The devices were not returned to bd for evaluation. Medical records were provided for one malfunction and reviewed. For one investigation it is confirmed for migration, filter tilt, detachment, and perforation. One investigation is inconclusive for migration, filter tilt, detachment, and perforation as the device was not returned. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced a migration, filter tilt, detachment, and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. One patient was a (B)(6)female that weighed (B)(6) kgs. Other patient age, gender, and weight was not provided.